Manufacturer narrative:
Concomitant medical products: product ID: 7436, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported in (B)(6) 2013 the patient had experienced a cerebral hemorrhage. It was noted after the event the patient had experienced a ¿lisp, dribble automatically, and movement inconvenienced.¿ it was noted on (B)(6) 2014 the patient had tried to turn on the product but the patient found there was no alarm sound when they clicked open the bottom. On (B)(6) 2014 e1a (rep): it was further clarified the patient continued to have dribbling, a lisp, and walking difficulty when they would try to move.